Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that stent deployment failure occurred. The 80% stenosed target lesion was located in a non-calcified and mildly tortuous obtuse marginal branch which had a 90 degree angle. The 2.50 x 12mm synergy shield drug eluting stent was advanced to treat the target lesion. Several inflation attempts were made, but the stent was not able to be deployed. The first inflation device was used to inflate at 12 atm and 14 atm. A second inflation device was used at 14 atm but no inflation occurred. There was no evidence of a leak. The device was removed and the procedure completed with another stent. There were no patient complications reported. The patient was stable and was discharged. However, device analysis revealed a shaft pinhole.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Investigation results: device analysis findings: a synergy shield mr ous 2.50 x 12mm stent delivery system was returned for analysis. Visual and tactile inspection revealed no damage to the hypotube profile and a kink at the port exchange. Microscopic inspection revealed no issues with the stent, stent positioning, balloon, or tip. Microscopic inspection revealed the port exchange was stretched, and a pinhole was identified at the end of the port exchange. The device could be loaded and tracked along a 0.014 inch test guidewire with no issues. The device was attached to an encore inflation unit and an attempt to inflate the balloon however a leak was identified at the end of the port exchange. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned an investigation conclusion code of cause not established. This code was selected as the most probable complaint cause based on the information available. Device analysis confirmed that it was not possible to deploy the stent due to a pinhole leak within the shaft polymer extrusion. The exact cause of how this leak occurred could not be established. The port exchange was kinked and stretched. This may have occurred post procedure during withdrawal or repackaging for return.